Event description:
A caller reported an issue related to a discrepancy in the display and actual time of their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the device's time and advised them to monitor the situation and follow up if the time discrepancy recurs.